Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was failure to open in the middle and distal sections of the pipeline. The patient was undergoing surgery for flow diverter embolization treatment of a saccular, unruptured left cavernous carotid aneurysm with a max diameter of 5 mm and a 5 mm neck diameter. The landing zone was 3.9 mm distally and 4 mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was moderate with a diameter of 4.5 mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was clopidogrel/aspirin. The angiographic result post procedure was normal. It was reported that the guide catheter was positioned in the internal carotid artery (ica) at the bulbar level and the access catheter was distant in the petrous segment. Next, the microcatheter was triaxially ascended with a 14" microguidewire and the m1 segment of the left middle cerebral artery is catheterized. The pipeline 4.5 x 20 flow diverting endoprosthesis was transferred, according to intraoperative measurements of proximal and distal arterial diameters, which in the face of the recommended 70% deployment and multiple attempts of deployment for positioning, the diverter was not opened, which is why it was decided to remove it together with the microcatheter. For this reason, another microcatheter with a 0.014 microguidewire was ascended and the m1 segment of the left middle cerebral artery is catheterized again. The pipeline 4.0 x 20 flow diverting endoprosthesis was transferred and implanted, according to intraoperative measurements of proximal and distal arterial diameters, from the proximal ophthalmic segment to the posterior communicant to the right cavernous segment, completely covering the aneurysm to be treated. There was failure to open in the middle and distal sections of the pipeline. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed wh en it failed to open. The pipeline was used for an indication that is approved (on-label). The device and any accessories were prepared as indicated in the IFU. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of this event. Ancillary devices include a boston scientific mach 1 7f guide catheter, avigo 0.014 guidewire, navien 072, phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not determined.